Event description:
A malfunction alarm with malf 9 code was reported, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support if the issue reappeared.